Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 115 units of insulin. Reportedly, the contact does not usually remove the air from the cartridge prior to filling it with insulin. The customer¿s blood glucose level was 211 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded successfully.